Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The endoscopy support specialist (ess) performed an on-site visit to the facility and confirmed the event. Based on the results of the investigation, there was difference in recognition about the device handling and reprocessing steps between recommendations by olympus and the user facility. The endoscopy support specialist provided a reprocessing in-service or reprocessing training to the user facility staff. The root cause of the suggested event could not be specified. The instruction manual states the preventive measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an in-service, staff was observed not using the air/water channel cleaning adapter and not flushing the auxiliary water channel during precleaning steps of the gastrointestinal videoscope. Staff was also observed improperly leak testing scopes. There were no reports of patient involvement.